Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (BG) level was displayed as "High"; however, specific value was not provided. Elevated BG was addressed by a manual insulin injection. The customer cleared the alarm and resumed insulin delivery.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.